Event description:
The lead was implanted on (B)(6) 2012, and explanted on (B)(6) 2012. The lead dislodged and active screw would not extend or retract. The procedure took place at (B)(6) medical center. The physician was dr (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).